Event description:
Infusion pump turned on and off by itself during routine servicing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.